Manufacturer narrative:
(B)(4).

Event description:
The patient's physical therapist reported wanting to increase stimulation but needed help using the patient programmer (pp). The pp was showing poor communication. It was noted that the implantable neurostimulator (ins) hardly ever helped. The date of this was unknown. It was also noted that she used to feel stimulation when she would lay on her left side. This had been almost a year. There was no telemetry and they were getting the poor communication screen. Additional information received from the physical therapist reported that they had received the replacement pp and were still seeing the poor communication screen with and without the antenna attached. Batteries were changed and the same issue continued. It was mentioned again that the patient hadn't felt stimulation in a while, but for how long remained unknown; the patient had some memory issues. It was also noted that the patient was experiencing more frequency as well. There was no access to a clinician programmer as the caller was only a physical therapist and was at the patient's home working with her. The patient was redirected to their healthcare provider (hcp) to have their device checked. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if the issue was resolved.